Event description:
It was reported that the customer has been in the hospital for a while. The mother stated that the insulin pump alarmed button error, and the paramedics were called due to customer's low blood glucose. Initially, the customer called to report that she was hospitalized and the device alarmed. The blood glucose reading was 21mg/dl by the time the paramedics arrived. The customer stated that she has not been connected to the device for a few days and since the incident. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. No button error alarm or battery out limit alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.